Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed self-test, rewind, seating, basic occlusion test and force sensor test. Insulin pump received with cracked reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, pillowing keypad overlay, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly. The customer also experienced high blood glucose level of 400 mg/dl. The customer's mother stated that the piston did not rise. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.